Event description:
It was reported that the device shut down by itself during the case. After restarting the device, no further problems were observed. No injury was reported.

Manufacturer narrative:
The description of the event and the logfile of the device provided a basis for the investigation. The components assumed to have possibly contributed to the event were not returned for investigation despite request. The reported turning off during the case could therefore not be confirmed. The logfile shows no entries around the reported time of the event. Main power switch cable or processor board issues are the only plausible root causes for unintentional reboots. A clear root cause remains unclear as both have not been returned. Both a device shutdown and a device reboot are recognizable by the operator as the screen turns black. A reboot sequence lasts 15 seconds, is indicated by alarms and ventilation can be continued afterwards. In case the suspected components will be returned and new or further findings will be determined a follow up report will be provided.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.